Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose. Customer changed the pump supplies to address the issue and switched the type of infusion set used.